Manufacturer narrative:
Additional information was received that the patient had a skin infection. It was noted that the patient was diagnosed and had a history of (B)(6). The infection was not related to the device or the implant procedure but due to the patient¿s genetic make-up and the underlying skin disease itself. The patient was prescribed antibiotics. The patient was reportedly doing well. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a skin issue at the ipg site. There was oozing and pus at the site. It was unknown if the patient had infection.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a skin issue at the ipg site. There was oozing and pus at the site. It was unknown if the patient had infection.